Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for low blood glucose. No blood glucose was reported. The customer stated she drove to the hospital but when she arrived, she lost consciousness. The customer also stated she was taking new medication that may have contributed to the low blood glucose. Nothing further was reported.